Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21430. It was reported the pt experienced over-stimulation down her right leg after two weeks of lifting. Diagnostics revealed invalid impedances on one of the pt's leads. X-rays did not reveal any anomalies. Surgical intervention will take place to address the issue.